Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving two shocks. Upon checking the system, the right ventricular (rv) lead was not capturing and the sensing had decreased. The electrograms revealed inappropriate double counting which caused the shock delivery. An x-ray was performed and revealed the rv lead was dislodged and located in the atrium. During the revision procedure, it was noted the lead was not sutured in at the cephalic vein and may have been the cause of the dislodgement. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.